Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the hinge of the aspectic battery housing was broken, which can cause the housings to open up and expose the non-sterile battery to the surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the hinge of the aseptic battery housing was broken, which can cause the housings to open up and expose the non-sterile battery to the surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.